Event description:
During post-operative evaluation of a pt following cataract extraction using this phacoemulsification handpiece, particulate was seen on the iris. However, during the procedure, the needle started to grind as it has not been properly tightened in the handpiece. When the needle started to grind, the handpiece was removed from the eye, the needle was tightened, and the procedure was then completed. The pt is doing beautifully at two weeks post-op.